Event description:
The valve was implanted in an 8 yr old male pt approx 2-3 weeks ago. The pt developed headaches. Scan showed midline shift/mass deffect with subdural hematoma. Unknown if the valve caused/contributed to subdural hematoma formation.